Event description:
Procedure type: colectomy. According to the reporter: the stapler did not staple fully. A new instrument was used to complete the procedure. No patient injury was reported. No further procedure. No patient injury was reported. No further procedure or patient details could be obtained.